Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of losing all power to the pump was confirmed via log file analysis. A review of the log files contained data spanning approximately 14 days (10nov2023 ¿ 21nov2023, 01jan2000, 07jan2000 per timestamp). Throughout the log files only battery power was utilized. On 16nov2023 from 2:29:23 ¿ 3:29:23, 18nov2023 from 1:29:18 ¿ 2:29:18, 19nov2023 at 0:29:16, 19nov2023 at 23:29:14 to 20nov2023 at 0:29:14, and starting 20nov2023 at 23:17:26, low power advisory alarms activated due to routine battery depletion. On 21nov2023 at 0:38:50, the alarms transitioned into low power hazard alarms and at 0:47:05 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 2:54:01 due to the backup battery power being depleted. The controller lost total power at 2:54:33 and shutdown. The controller clock was reset to the default timestamp of 1jan2000 at 0:00:00, once the system was reconnected to ac power. The driveline was disconnected for the rest of the captured data. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was determined to be due to the patient¿s batteries not being replaced in a timely manner, leading to full battery depletion and a pump stop. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, power cable disconnect, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use, rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-08449. It was reported that the patient passed away. On controller interrogation, low voltage advisory, low voltage, and no external power alarms were noted from 23:16 on 20nov2023 and onwards, and finally all power to the pump was lost. The care providers were not certain, but it was believed that the patient passed away as a result of power depletion.